Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect hiv ag/ab result for one patient. The following data was provided: on (B)(6) 2022 architect result (sn (B)(4), lot 43105be00) 0.72 s/co (nonreactive). On (B)(6) 2022 architect result 1.13 s/co, repeated 1.28 s/co (reactive). The patient tested pcr positive at another hospital (specific result not provided). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 43105be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.